Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 23-mar-2023, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 01-oct-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), tamponade from a perforation occurred as the physician crossed the tricuspid valve. Contrast injection confirmed pericardial effusion. The pericardial sac was drained and a sternotomy was performed. The ipg was attempted not used and replaced. No further patient complications have been reported as a result of this event.